Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However it was confirmed the unit failed pressure limit switch test. The exhalation flow sensor filter was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not relieving pressure in either mode of ventilation during case. The patient was switched to an ambu bag. There was no report of patient injury.